Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the exchange nail is instability. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on (B)(6) 2020 that a sign im nail implanted to repair a fracture was replaced due to instability. The im nail was replaced with a 10mm x 400mm standard im nail per the sign technique manual. Surgeon comment: "the fin was removed after it displaced, a regular nail was inserted, we tried using an hv plate but the nail kept displacing medially and it was impossible to lock with the hv plate. We had no c arm then."